Event description:
It was reported the cysto-nephro videoscope had a missing rubber chunk at the tip of the scope. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. D9-product receipt date added a definitive root cause cannot be identified. Based on the results of the investigation, the device exhibited cracked bending rubber glue. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue which is due to a stress problem identified, problems caused by either excessive or inadequate physical force exerted on it by another object resulting in problems e.g. Wear, bending, deformation, fracture, fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.